Event description:
The customer contacted stryker to report that their device's main keypad was peeling off. In this state the device may not be able to deliver defibrillation therapy if it was needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The information in initial MDR 0003015876-2025-02316 was determined to be erroneous and a reportable malfunction did not occur. A supplemental report will not be forthcoming.

Event description:
The customer contacted stryker to report that their device's main keypad was peeling off. In this state the device may not be able to deliver defibrillation therapy if it was needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The device's main keypad was replaced to resolve the issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.